Event description:
Customer called due to eee message on device. Reporter alleged during troubleshooting he was seeing e-c on the display instead of the eee he had first called about. No report of any actions or inactions based on the display issue. No adverse event reported. Requested return of suspect system and replacement sent.